Event description:
It was reported that patient presented for an implant procedure. At the end of the procedure, an abnormal sound was heard while tightening the set screw with the wrench. The wrench was found stuck in the set screw and it was only able to be removed upon unscrewing the set screw. The same issue reoccurred after several attempts were made. The pacemaker was not used, and a new one was implanted. The procedure was completed successfully, and device measurements were tested normal. The patient experienced no adverse consequences.

Manufacturer narrative:
The reported event of the ventricle setscrew became stuck to the torque wrench and the setscrew could not be tightened was confirmed. Analysis revealed the reported event was due to incorrect wrench insertion. The setscrew was found to tighten normally with correct insertion of the wrench into the setscrew inset. The cause of the reported event was isolated to user error. No other anomalies were seen.